Manufacturer narrative:
Evaluation summary: the device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Technical services provided and analyzed the service history which indicates proper and periodic maintenance has been completed. The system history shows no abnormalities that could have contributed to this event. The review shows that the laser was successfully verified on a regular basis since installation. The last successful verification that the device meets specifications was on (B)(4) 2015. And as intended. Technical root cause could not be determined as the system was performing within specifications no further information is expected. (B)(4).

Event description:
A surgical technician reported that within the past six months, the surgeons have opted not to use the laser due to "it causes more dlk." This was reported to the company engineer during a preventative maintenance onsite visit. In a follow up, the technician reported that the surgeons prefer to use another, unknown excimer laser at their site. Additionally, the technician was unable to provide the total number of patients, patient identifiers, or any further information.